Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 241 mg/dl after a supply change while using an ilet system with an inset infusion set; the patient had not eaten, reported no occlusion alerts, and noted the cannula was not bent. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or emergency treatment. Investigation included troubleshooting and education with follow-up planned to recheck blood glucose. Investigation of this case revealed no device alarms and no identifiable infusion set issues reported by the patient, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.